Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors. One sensor was found broken, and the second sensor was missing parts. Analysis was unable to confirm that the customer received the sensor damaged due to it being returned opened/used.

Event description:
The customer called to report that after inserting one sensor it made them bleed. The customer inserted another sensor and did not blink when connected to the transmitter, and after taking it out found that the cannula was missing. The customer's blood glucose level was 150 mg/dl. The customer was advised that the device would be replaced, and to return the device for analysis.